Event description:
To treat a concentrically calcified cto lesion in rca, an unknown guidewire was advanced with some difficulty, however, an unknown balloon dilatation catheter could not cross through the lesion, and tornus catheter was advanced over the guidewire and rotational manipulation was applied. Despite 25 times rotation, the catheter could not advanced into the lesion. During additional 25 times rotations repeatedly applied, unknown guide catheter used in combination moved into the rca vessel, conus branch was covered by the guide catheter and bradycardia was noticed. When tornus catheter was advanced toward the distal section of the artery in order to move back the guide catheter to the ostium of the rca, tornus catheter was found warped, its shaft damaged, and the catheter could not be removable. Pt was transferred to other hospital, and surgical operation was performed for removal of tornus catheter, CABG was performed to the pt. Pt is in a stable condition. Physician provided comment that the event is not due to the catheter quality, but operational context contributed to event.

Manufacturer narrative:
Cut shaft main body approximately 72cm and cut distal section approximately 10cm was returned to manufacture for investigation. At the sections adjacent to the distal end of cut shaft main body and to the proximal end of the cut distal section, deformation of the stranded wire was observed. Warning section of the IFU describes: "always hold the catheter with one hand and turn the catheter carefully while regularly releasing the accumulated torsion of the catheter." "Do not turn the catheter in the same direction either clockwise or counterclockwise for more than 20 consecutive turns." "If resistance is felt while turning the catheter, do not proceed with further rotation even if the 20 turn limit has not been reached." "If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. If there are complications as a result of the removal of the entire system, stop immediately the percutaneous transluminal coronary angioplasty (ptca) and perform appropriate treatment at the discretion of the physician.